Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, a loss of connection occurred.

Manufacturer narrative:
(B)(4). Correction: "(B)(6) 2018" describe event or problem: "dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, a loss of connection occurred."

Manufacturer narrative:
(B)(6). B5: describe event or problem - correction "functional testing was unable to be performed."

Event description:
Functional testing was performed and there was no failure detected.

Manufacturer narrative:
(B)(6). This report is being submitted retrospectively per FDA request.

Event description:
Dexcom was made aware on 09/05/2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection.